Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
The physician reported that during the implant attempt of the subject lead, difficulties were incurred to properly fix the lead tip to the cardiac muscle that caused the lead body to become deformed. Specifically, it was indicated that initially 10 rotations were applied to the lead when attempting to fix the lead, then 12 rotations were applied during the second unsuccessful attempt. Upon removal of the lead from the patient, the distal section of the lead retained a j-shape without a stylet inserted. Also, some tissue was found on the helix of the lead. The associated introducer had become kinked during the implant attempt. Following replacement of this introducer another lead was successful implanted.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician that during the implant attempt of the subject lead, difficulties were incurred to properly fix the lead tip to the cardiac muscle that caused the lead body to become deformed. Specifically, it was indicated that initially 10 rotations were applied to the lead when attempting to fix the lead, then 12 rotations were applied during the second unsuccessful attempt. Upon removal of the lead from the patient, the distal section of the lead retained a j-shape without a stylet inserted. Also, some tissue was found on the helix of the lead. The associated introducer had become kinked during the implant attempt. Following replacement of this introducer another lead was successful implanted.